Manufacturer narrative:
(B)(4). A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) 5f was used following a trans femoral cerebral angiograph procedure. One week later, the patient underwent stenting for which a device from another manufacturer was used for closure on the same access site as the mynxgrip vcd. During the second procedure, when the physician injected lidocaine, the mynxgrip sealant stuck out from the puncture site; therefore, the physician removed the sealant and proceeded with the procedure. The physician prescribed antibiotics to the patient due to the puncture site becoming red and swelling up. The patient was discharged from the hospital. Four days later, the patient returned to the hospital due to the right leg being severely swelled up and painful. The patient underwent a surgical procedure for pus removal. After eliminating the pus, there was a "little" problem with achieving hemostasis but the patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) 5f was used following a transfemoral cerebral angiographic procedure. One week later, the patient underwent stenting for which a device from another manufacturer was used for closure on the same access site as the mynxgrip vcd. During the second procedure, when the physician injected lidocaine, the mynxgrip sealant stuck out from the puncture site; therefore, the physician removed the sealant and proceeded with the procedure. The physician prescribed antibiotics to the patient due to the puncture site becoming red and swelling up. The patient was discharged from the hospital. Four days later, the patient returned to the hospital due to the right leg being severely swelled up and painful. The patient underwent a surgical procedure for pus removal. After eliminating the pus, there was a "little" problem with achieving hemostasis but the patient was noted to have recovered. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.